Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was poor phacoemulsification power during a surgical procedure therefor he altered the procedure to remove the lens in one piece manually. The needle of handpiece burned the sclera. Additional information has been requested.

Manufacturer narrative:
The customer reported that there was poor fragmentation power during a surgical procedure. The power was increased to 100 with little success. The surgeon altered the procedure to remove the lens in one piece manually. The needle of fragmatome handpiece burned the sclera. Additional information was requested but no response was returned from the customer. The operator¿s manual includes the warnings: use of the fragmentation handpiece in the absence of aspiration flow can cause excessive heating and potential scleral burns. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue. Thermal injuries are typically related to excessive heat generated by the fragmentation tip due to insufficient aspiration flow, extended energy application, or combination of both. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. The manufacturer internal reference number is: (B)(4).